Manufacturer narrative:
Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc data were within specifications. The precision check did not indicate an issue. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys total psa immunoassay result for one patient sample tested on a cobas e 801 analytical unit. The initial result was reported outside of the laboratory. The physician complained that the result was not plausible as the patient had clear signs of acute prostatitis. This prompted a rerun of the sample. 12073356 has an initial result of 0.02 ng/ml. The first repeat result was 18 ng/ml. The second repeat result was 3 ng/ml. The third repeat result was 13.6 ng/ml. This repeat result was deemed correct. The reagent lot number is 55047201 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.